Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It has been reported that the patient had experienced a plate breakage postoperatively. Due to the plate breakage, a revision surgery will be performed to explant the plate.

Manufacturer narrative:
The reported event ¿breakage - postoperative¿ could not be confirmed, because the revision date for the removal of the plate is still unknown and no pictures (e.g. X-rays, CT-scans) of the broken plate could be provided after several requests. Nevertheless, it has been reported that 52-20404 and 52-20504 (screws) have been used in combination with the plate under complaint. These screws are part of the universal mandible system as the plate. Thus, these are intended to be applied together. Limited information was provided by the sales rep as the sales rep could not meet with the customer and he also mentioned that the customer stopped responding to his emails. Based on the performed statistical investigation, there is no indication for an incorrectly working product or any systematic design, material or manufacturing related issue. Therefore, no corrective and / or preventive actions are deemed necessary at that time. The complaint is added to the complaint trend. Should the device be returned, or further information be available, the investigation will be re-evaluated. H3 other text : revision date for removal unknown.

Event description:
It has been reported that the patient had experienced a plate breakage postoperatively. Due to the plate breakage, a revision surgery will be performed to explant the plate.